Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before the use of bd vacutainer® sst¿, (44) tubes were found with large air bubbles in the gel, (9) tubes with black foreign matter inside the tubes and nine (9) tubes with white flocculent matter in the separating adhesive. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jan-2026. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary : bd received 41 samples and 17 photos for investigation. The samples and photos were reviewed and gel strings, foreign matter- unknown, gel airbubbles and label flaw were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes gel strings, foreign matter- unknown, gel airbubbles and label flaw. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of bd vacutainer® sst¿, (44) tubes were found with large air bubbles in the gel, (9) tubes with black foreign matter inside the tubes and nine (9) tubes with white flocculent matter in the separating adhesive. There were no health impact or consequences reported.